Manufacturer narrative:
Evaluation summary: the device was not returned. The lens product history records were reviewed and the documentation indicated the product met release criteria. The handpiece and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A customer reported a cracked lens associated with an intraocular lens (iol) implant. In a follow up, a surgeon reported during an intraocular lens (iol) implant procedure, the optic was noted to be cracked after the lens was injected into the eye. As the lens was being removed with a slight enlargement of the incision, a small descemete's membrane tear occurred with a detachment. Following surgery, the cornea had significant edema. The surgeon also indicated that the lens may have been reloaded prior to implanting.